Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). Hcp reported that the scs battery migrated from the posterior lower back position into the pelvic area. It was seen on an x-ray that the stimulator was not in the correct position. Hcp clarified that the patient did not "poop it out". The cause of the migration was unknown. The device will be removed. Hcp noted they needed an MRI to evaluate further lumbar symptoms.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller said they got information through second hand, supposedly patient "pooped' the neurostimulator out of the body. Caller said patient's memory is suspect but they didn't personally speak with patient. Additional information was received from MRI tech. Caller reported that the patient's ins migrated into their pelvic area. When asked when the issue occurred, the caller reported that the patient had a fall on (B)(6) 2024 and started having back pain following the fall. The caller also noted that the ins battery is dead. Troubleshooting was not required. The caller had contacted medtronic employee about this issue on (B)(6) 2024 and was told that the patient is eligible for an MRI. The issue was not resolved through troubleshooting. Tss reviewed MRI information and send a copy of the MRI guidelines. Caller called back already aware of ICD. Per caller, pt mentioned on (B)(6) 2024 that ins had migrated lower into their buttock area, what caller called their pelvis. Tss reviewed acceptable ins implant locations. Per caller, they have information that pt is full body eligible but wants to have the managing hcp complete an MRI elig form at the suggestion of the mdt rep whom they spoke to yesterday. Additional information was received from the manufacturer representative (rep). Rep reported that it was their first time hearing about the fall and implant migration issue. Rep noted they heard from the MRI tech regarding the patient being in the hospital and needing an MRI and they called for assistance with the MRI eligibility form.